Manufacturer narrative:
As per contour plus link 2.4 user guide, "check your display screen to be sure the results are shown the right way. If not, please see customer service contact information on the back cover of this user guide." The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The customer provided invalid serial #. Therefore, serial # was not captured in section d4 and the device manufacture date (h4) could not be determined. Additionally, the device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from colombia reported that her contour plus link 2.4 meter had a line on the display due to which it was difficult to read the blood glucose readings. The customer stated that she took insulin based on the meter reading and experienced symptoms of hypoglycemia which were described as convulsions, stiffness in arms and chest, closed jaw, and the customer could not close her eyes. No specific reading was provided based on which the customer self-medicated. Another test was performed with the meter which gave a reading of 31 mg/dl and was in line with the customer's symptoms. The customer's partner gave her sugar water. She became unconscious and an ambulance was called where she received glucose. The customer had regained consciousness when she reached the hospital. Another test was performed in the hospital which gave a reading of 150 mg/dl. The physician informed the customer that she took too much insulin which led to the hypoglycemic event and changed the insulin and its dosage. The customer recovered well after receiving the treatment. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. However, the serial # of the affected contour plus link 2.4 meter has been provided. Based on this information, the device history record has been reviewed and no manufacturing anomalies were found. Section d4 has been updated with the serial # and section h4 has been updated with the device manufacture date.